Event description:
The patient contacted animas alleging that the buttons on the keypads were not responding. Patient reported that he changed the battery after receiving a low battery alarm and the display screen froze on the verification screen. Patient changed batteries three times from different packs and verify screen was still frozen. Keypad is intact and no trauma toward the pump. Product is being replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Testing was unable to duplicate the keypad complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.